Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: failure to advance/dislodged stent. It was reported that there was a significant bend in the lesion, which had moderate calcification. There was difficulty crossing another stent placed earlier in the procedure in the left main, and the 2.75x12 mm. Promus dislodged inside the patient in the left main and ostial left anterior descending (lad). There was no excessive force used to advance the stent delivery system (sds). There was no attempt to pull the stent back into the guide catheter. The stent did embolize in the body and was retrieved with a snare kit in the lad. The procedure was completed with another device. No additional information is available.